Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore, on (B)(6) 2024, a patient was to be implanted with 8mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to connect the pre-existing tips stent (unknown brand) after tips procedure. During deployment, the deployment line was broken. Another 7mm x 15cm viabahn device was used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The condition of the vsx device as returned for evaluation was consistent with the primary reported complaint of partial deployment with a broken deployment line. The outer zipper of the vsx device as returned was fully deployed to the turnaround. And breakage of the deployment line was confirmed. However, the deployment failure could not be replicated. Deployment of the returned vsx device was able to continue when pulling the broken deployment line during evaluation, demonstrating that the deployment mechanism itself was not stuck. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The root cause for the partial deployment and broken deployment line could not be established.